Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 115 mg/dl. The customer stated that she was eating dinner and went to bolus when she received the alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.